Event description:
It was reported that prior to use of bd phoenix¿ ast broth there was contamination of the broth in five tubes. No patient impact was reported. The following information was provided by the initial reporter: "according to the customer's report, the broth color has discolored to cloudy white, pink or light red before usage."

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: this complaint is confirmed. This complaint is for contamination of phoenix ast broth tubes (246003) batch numbers 2209284 and 2209172. The customer provided a photo of the affected tubes and returned samples for the investigation. The photos show multiple tubes with batch numbers present and cloudy broth within. The 9 returned samples presented tubes of the complaint batch with discoloration within the broth. Based off the photos and sample returns, this complaint is confirmed. A review of quality notifications reviewed no quality notifications generated on the complaint batch. A review of complaints revealed four other complaints on batch 2209172, not related to this defect. A review of complaints revealed no other complaints on batch 2209284. Complaint trending was performed and there are no trends associated with this defect. Bd ID/ast will continue to monitor for trends associated with this defect and take action as necessary.

Event description:
It was reported that prior to use of bd phoenix¿ ast broth there was contamination of the broth in five tubes. No patient impact was reported. The following information was provided by the initial reporter: "according to the customer's report, the broth color has discolored to cloudy white, pink or light red before usage."